Manufacturer narrative:
Device passed self test and displacement test. Device received with the audio alert functioning properly. No audio alert anomaly noted. Pump error 63 alarm confirmed in the insulin pump history due to broken pin 6 trace (sda) on keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via social networking that the insulin pump had beep anomaly. Troubleshooting was not performed. The customer¿s blood glucose during the incident was unknown. Customer reported that they did hear beeps when audio volume settings were saved and did not hear the differences between the two audio beep volumes. Customer stated that the device failed the audio test. The device will be returned for analysis.